Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a pre sternal plate carcinoma, on wound closure, there was wound infection after removing the suture. They removed all sutures and treated with antibiotics and beta solution to complete the case. There was tissue damage. There will there be an additional operation performed to correct the issue. There was patient injury.